Event description:
Country of complaint: (B)(6). The monosyn broke twice. Two different patients, one time during stitching and another time a few days post operative.

Manufacturer narrative:
U.s agent notified on: (B)(4) 2013. Evaluation on-going at manufacturing site.